Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. It was reported that the patient was hospitalized due to abdominal pain and cloudy effluent. The patient was treated with vancomycin injection (500mg, daily, intraperitoneal, duration was not reported) and amikacin injection (250mg, daily, intraperitoneal, duration was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital 13 days after the event onset. Antibiotic treatment was discontinued. The patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.